Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a loss of aspiration due to an error message. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the superficial femoral artery(sfa). The catheter was successfully primed and introduced into the patient. Thrombectomy was started and after a few seconds the console had a message to check the connection with the saline solution's tube. The tubing was correctly plugged. The same error appeared several times. Ultimately a persistent error appeared, asking to remove the catheter. It was also noted there was saline solution near the pump housing in the drawer. The procedure was completed with another of the same device. There were no patient complications reported and the patient 's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the pump, shaft, and tip were microscopically and visually examined there were numerous kinks throughout the supply line. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. It was also observed the fluid was leaking from the boot. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported there was a loss of aspiration due to an error message. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the superficial femoral artery(sfa). The catheter was successfully primed and introduced into the patient. Thrombectomy was started and after a few seconds the console had a message to check the connection with the saline solution's tube. The tubing was correctly plugged. The same error appeared several times. Ultimately a persistent error appeared, asking to remove the catheter. It was also noted there was saline solution near the pump housing in the drawer. The procedure was completed with another of the same device. There were no patient complications reported and the patient 's status is stable.